Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a removal of straight wrist plate due to post-operative plate breakage. The straight wrist plate was replaced with an unknown headless compression screw short thread. Patient status and procedure outcome are unknown. Concomitant devices: cortex screws (part: unknown, lot: unknown, quantity: unknown), locking screws (part: unknown, lot: unknown, quantity: unknown) this report is for a 2.4mm lcp® straight wrist plate 170mm. This is report 1 of 1 for (B)(4).